Manufacturer narrative:
Concomitant medical products: unknown cobalt g cement, catalog #: unknown, lot #: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient underwent a revision procedure approximately five years post-implantation. The patient alleges that the cement did not adhere to the tibial implant and it was found to be loose with all of the cement on the patient's tibia bone. The femoral component and tibial component were removed and replaced.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: biomet cruciate tibial tray, catalog #: 141235, lot #: j2485606. Series-a standard patella, catalog #: 184764, lot #: 296650. Vanguard anterior stabilized bearing, catalog #: 189100, lot #: 276170. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10943, 0001825034-2017-10944. Remains implanted.

Event description:
It was reported that the patient is experiencing major swelling and believes to be having an allergic reaction, as the patient is highly sensitive to nickel.